Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and was difficult to interrogate. No intervention or patient symptoms were reported.